Event description:
It was reported that the lead was removed for high impedance in the right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; the proximal conductor of the lead developed a fracture due to flexing while in vivo.